Event description:
It was reported that the patient experienced issues with the pump's touchscreen not being responsive and sometimes going black after multiple presses, especially when attempting to unlock the pump. There was no adverse impact to the customer¿s blood glucose level. The patient declined further follow-up, is out of warranty, and is in the process of obtaining a new tandem device.